Event description:
It was reported that an 840 ventilator had an inoperative compressor. At this time, it is unknown if there was patient involvement. A service engineer (se) inspected the device and confirmed the reported condition. To address the issue, the se replaced the outlet filter. The unit passed all testing and operates within the manufacturing specifications.